Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. Additional information has been provided by failure analysis that was not included on the initial complaint: the insulin pump was received with cracked and bleeding lcd glass however, pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. The pump can still test functional even though the lcd screen has physical damage. The insulin pump had cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the device had a black streak on the screen. Customer's blood glucose was 505 mg/dl. Device had been bumped. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.